Event description:
An end user alleged that she developed scarring while using the amara full face gel mask. There has been no medical intervention. The MFR has requested the return of the mask for eval. To date, no product has been returned. Upon completion of the MFR's investigation, a f/u report will be filed.